Event description:
It was reported that the internal battery was faulty. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Functional testing was able to duplicate the customer's complaint. A visual test was performed and found damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens. The dso seal, battery compartment and lens were replaced. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.